Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit for the reported issue. The fse observed that the customer was using a third party helium tank washer for yoke which was causing the massive leak. To fix the issue he replaced the helium tank washer which corrected the failure, and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Event description:
It was reported that during an installation of a helium tank it was observed that the cs300 intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.